Event description:
Healthcare professional reported "rupture" against left device. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "bilateral rupture".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, crease fold, wear abrasion device appearance (observed, 40 mm dark patch edge material inside gel device) and broken. A microscopic analysis was performed which identify, crease sharp broken in the anterior, with a non-penetrating nick. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a crease sharp opening on anterior assessed, as to a fold flaw opening.

Event description:
Healthcare professional reported, "rupture" against left device. The device has been replaced.